Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion and prime/a33 test. No motor error alarm noted. Motor passed motor test. All buttons functioning properly. No damage in the keypad assembly noted. However, excessive no delivery alarm during the excessive no delivery test due to faulty fsr. Pump received with scratched lcdwindow. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 289 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.